Event description:
Cortrak (lot # 30137721) inserted by myself on (B)(6) 2021. Pt developed symptoms of small bowel obstruction and random axr obtained the morning of (B)(6) 2021, tube appeared severed on film. After discussing with dr. (B)(6). Tube was retracted 10 cm and x-ray repeated, appeared intact, but rotated on film. Micu received a call from radiologist later expressing similar concerns. X-ray was then repeated immediately after gasrovue was injected through tube and area of rupture was confirmed. Gi consult was obtained to for removal, awaiting being seen. Tube had been unclogged by myself on (B)(6) 2021, unclogged with a warm water flush and some manual pressure, but nothing beyond typical needs to unclog. I don't recall any unusual experiences with the unclogging or insertion. FDA safety report ID# (B)(4).